Manufacturer narrative:
Date of event: unknown. This report is for two 3.9 mm titanium screws/unknown lots. Implant date: approximately 6 months prior to explant date of (B)(6), 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery approximately six months ago with a right humeral nail implant. Patient had x-rays taken a few weeks ago and it was determined the patient had a non-union. The revision surgery was performed (B)(6), 2014 and involved implant removal and a right open reduction internal fixation surgery, involving plate fixation. This report is for two 3.9 mm titanium screws. This is report 2 of 2 for (B)(4).